Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, thread tap used, immediate implantation, mobility. Not enough primary stability. Too little native bone in the apical region.